Event description:
The customer reported the display is dim. No patient involvement. The remote service engineer verified customer has 3.00 software required for new user interface (ui). Provided part number for ui assembly. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Customer states he received the ventilator with a note that says, " half the screen is black". After initial troubleshooting he confirmed the complaint, the back lighting on the screen was extremely dim and would not brighten at all, it is barely visible. The customer ordered a replacement user interface (ui) assembly. The ui assembly that he received has the nav ring on it, so the customer is holding off on replacing the ui until a new ui with the new bezel that does not have the nav-ring is available. An authorized service provider (asp) took the new bezel from the old front user assembly and installed it on the new user assembly. The system meets the specification for the performed service and is returned to use.